Manufacturer narrative:
No analysis was performed as the resolution was confirmed on the call. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that when turning the system on before a case, it would not boot. There was no patient present when this issue was identified. A manufacturer representative called the site to troubleshoot. The site was able to turn on the system and it worked as intended. The resolution was confirmed on the call.